Event description:
It was reported that the customer experienced issues with their device, including inaccurate insulin level readings, incorrect battery charge indications, and unresponsive screen areas. There was no adverse impact to the customer¿s blood glucose level. The customer, out of warranty, is in the process of obtaining a new device and declined further follow-up from technical support.